Event description:
The adverse event listed started (B)(6) 2014 is partially accurate. On (B)(6) 2014, the patient heard the critical alarm every 30 minutes. Patient went to hcp. Hcp checked the pump with the medtronic handheld programmer. She found that the motor was stalling intermittently, but couldn't tell when or how often. She called the medtronic hotline number and was connected with a technician who introduced himself by first name only. (I could hear, the phone was on speaker) he asked her to go through the same steps she went through prior to the phone call to medtronic. After repeating the restart steps, and other historical research, the medtronic tech on the phone advised the hcp that the pump needed to be replaced as soon as possible. He advised the hcp to lower the dose from 20 mg to 1 mg daily and suggested adding a fentanyl patch to prevent withdrawal symptoms until surgery. Patient left the office with the impression that the fentanyl patch would keep the withdrawal symptom away and that surgery would be in a few days. During the entire adverse event from (B)(6) 2014 (day if surgery) the patient was violently ill with pain and withdrawal. Patient's hcp referred the patient to a local surgeon who agreed to see him (B)(6) 2014, 5 days later. On (B)(6) 2014 the patient's wife and neighbor carried him to the car and transported him to the emergency room. At the emergency room he was treated with injections of dilaudid and oral valium. The emergency room treatment was a very temporary, minor relief of the symptoms. The hospital staff was compassionate but helpless to this situation other than treatments mentioned. While in the emergency room the "new" surgeon called patient's wife and explained patient was not a patient of hers and at that point would not do anything until after she saw him on (B)(6) 2014. Patient's wife asked the surgeon if the patients could be transferred to the hospital she works out of but she refused. Patient was given oral dilaudid and valium upon discharge, and suffered through another night of withdrawal and severe pain. The next day, patient's wife contacted medtronic seeking help finding a surgeon. A link was provided but none of the doctors on the list were surgeons. There was no sense of urgency at all on behalf of medtronic or the surgeon. Patient pleaded with surgeon to operate as soon as possible. Surgery scheduled for (B)(6) 2014. Outpatient surgery was performed and the pump was replaced. Within 12 hours the patient had a 102.8 fever. Patient's wife contacted the surgeon's office who advised her to bring him in. Her office is 45 minutes away. Oral antibiotics were prescribed. When we asked if antibiotics were administered at the hospital we were ignored. Three days later fever was still present. Patient was advised by surgeon's office to go to the hospital. He was immediately admitted. The patient spent 6 days undergoing IV antibiotics treatment along with pain meds and tests. After the 6th day in the hospital a PICC line was inserted and patient's right bicep and was told he would need 3 more weeks of home health care nursing to continue the multiple IV antibiotics. There are several class 1 recalls on this model pump 8637-20. The patient's pump was on the list for the battery defect recall. The failure and motor stalls were not due to the battery recall. According to medtronic "the failure was due to residue on the motor gear train but all other components were in tacked and there were no leaks". How residue got inside is a mystery to the patient. Patient suffers nightmares, sleepless nights, waking in cold sweats, anxiety, and depression, and fear of pump problems to this day. During this entire ordeal he was and still is in more than usual excessive pain and suffering along with a loss of over 18 ibs in body weight. In addition to more medications that are required the patient lives in fear about possible future adverse events, and whether or not he will be able to find a doctor if home locally or out of town to take care of any adverse event that may occur.